Event description:
It was reported that prior to use foreign matter "glue" was seen on needle with 5 bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: there's a foreign material(like glue) seen on the front-end of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 1 physical samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter "glue" was seen on needle with 5 bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: there's a foreign material (like glue) seen on the front-end of the needle.